Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient placed a new sensor in her arm, and soon after the warm-up phase concluded, she felt pain at the insertion site that radiated beyond the sensor patch perimeter. Later, she had symptoms indicating her blood glucose levels were fluctuating. Although requested, she declined to share the cgm and bg readings along with the symptoms she experienced during the event. She could not tolerate the pain, which led her to contact her physician, who instructed her to call the paramedics for medical help. Emergency medical services (ems) arrived and took out the sensor, observing that half of the sensor wire had broken off from the sensor pod and stayed embedded in her skin, causing bleeding in the area. The patient was taken to the emergency department (ed) by ems and was hospitalized for three days. Although requested, the patient declined to share additional information regarding the ems intervention and the cause for hospitalization. The patient stated she felt okay after being discharged, but she developed a bruise the size of a tin can; however, she chose not to confirm whether the bruise was associated with the retained wire incident. Tech support asked to follow up later to confirm the details of the incident and her status, but the patient opted for a ¿no call back.¿ no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.